Event description:
Customer called to report 4041, sorter y-axis home detection on the aia-2000. Customer states the sorter is making a loud noise when they try the all set home. Fse dispatched.

Manufacturer narrative:
Customer reported 4041 - sorter y-axis home detection error. Field service engineer was able to confirm the problem by observing printed error and by attempting to initialize the analyzer. Started all set home and found that the motor was turning properly, but the belt did not move. Found set screw for the belt gear-to-motor shaft loose, tightened. Moved arm electronically several times. Performed tip pickup and cup pickup macros to verify alignment. Instrument validated by running quality control material. Qc results passed and are within published ranges analyzer is operating properly per manufacturer specifications and returned to service.